Event description:
Consumer had a vaginal sling procedure done in 2004 and had problems and it was found that the sling had "fallen" or detached causing pt to have serious menstrual problems (missing period etc) and general illness. A friend of theirs had shown pt an article in good housekeeping that discussed general problems with these procedures and mentioned a recall that boston scientific had on these type devices in jan. 1999 on the protegen standard size slings and protegen large size slings. Reporter researched this and determined by reading the recall recom. For z-717/726-1 that this was a different device model (pt had a tm pubovaginal sling) and all of the recalled devices expired by dec. 2003. Reporter then sent pt a med watch that they were going to fill out and send in at reporter suggestion since pt physician surgeon was not cooperating.